Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that the longevity of this cardiac resynchronization therapy pacemaker (crt-p) had dropped from five to three years remaining within an eleven month period. The patient also reported experiencing syncopal episodes, having drops in their blood pressure, and having low energy, among other symptoms. The patient was advised to follow-up with their physician. No changes to the crt-p were made and it continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates this patient had been lost to follow-up and has still not visiting their physician to address the reported clinical observations. The crt-p remains implanted and in service. No additional adverse patient effects were reported.